Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a urinary tract infection (uti) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a uti. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for the event of peritonitis. The cause of the peritonitis was uti. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, once daily, ip), amikacin (150 mg, once daily, ip) and fortum (1gm, once daily, ip). On (B)(6) 2011, the patient recovered from the peritonitis and treatment with fortum, vancomycin, and amikacin was discontinued. The outcome for the event of uti was not reported. Dianeal pd2 ultrabag and remedial therapies were ongoing. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag. The nurse did not provide an assessment of causality for the event of uti in relationship to dianeal pd2 ultrabag.